Event description:
Needle broke off in stomach [needle injury]. Case description: a pt reported that a novofine needle broke off in pt's stomach. The needle was confirmed on x-ray. However, the surgeon could not locate the needle and suggested the pt come back for a new x-ray in 6 months. Further info will be requested. Follow-up info received on 10 january 2001: the pt used a novofine 30g needle, which broke off in the abdominal wall in january, 2001. An attempt to remove the needle under local anaesthesia was made, however unsuccessfully. A new visit is scheduled in 10 days. Reportedly, the pt might have used the needle twice. The event has been confirmed by the surgeon, who also stated that the pt was not hospitalized due to the event.